Manufacturer narrative:
The manufacturer previously reported that a bipap a30 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log. There is no documentation stated on a root cause and/or a component replacement to resolve the error. Additionally, the device was visually inspected, and foam particles were not observed. No repairs were performed. The device will be scrapped per the customer's request. The previous report stated that 'this device bipap a30 was manufactured 11/19/2013 which is prior to UDI (gtin) requirement implementation. This device does not have a UDI (gtin) and no UDI (gtin) will be listed in this report'. That statement was incorrect. The device does have an UDI (gtin) number. The product UDI (rfb) field has been updated to reflect the correct number sequence: (01)00606959039353(21)n10245204613a. Additionally, evaluation details have been updated as well. The updated details are as follows: during the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log relating to 'unit is exceeding the requested pressure setting for 10 seconds' as well as 'device cannot be operated after three restarts'. There is no documentation stated on a root cause and/or a component replacement to resolve the error. No repairs were performed. The device will be scrapped per the customer's request. A correction report is being filed with the updated fields and information.

Event description:
A bipap a30 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log. There is no documentation stated on a root cause and/or a component replacement to resolve the error. Additionally, the device was visually inspected, and foam particles were not observed. No repairs were performed. The device will be scrapped per the customer's request.

Manufacturer narrative:
This device bipap a30 was manufactured 11/19/2013 which is prior to UDI (gtin) requirement implementation. This device does not have a UDI (gtin) and no UDI (gtin) will be listed in this report.